Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of oversensing due to noise noted on the right ventricular (rv) lead, resulting in four episodes of high voltage shocks delivered to the patient. There was also lead damage was alleged but not visually confirmed with imaging. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. The patient did not experience any adverse consequences due to the shocks.